Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for volume overload. It was also reported that a previously repaired portion of the vad driveline (dl) cable sheath was damaged where the wires were visible. A driveline sheath repair was performed and it was observed that the tear was at the end of the strain relief with intact, visible wires and there were no electric faults alarms. The vad and dl remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the available autologs reports did not reveal any anomalies within the analyzed period; no alarms were logged within the analyzed period. On-site inspection of the driveline cable associated with (B)(6) , as well as visual evidence provided by the site, revealed a break in the outer sheath of the driveline. Additionally, visual evidence provided by the site revealed discoloration of the outer sheath and damage to the driveline cable strain relief. As a result, the reported driveline damage event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on historical review of similar events, the most likely root cause of the break in the outer sheath of the driveline and discoloration of the driveline cable may be attributed to multiple factors including design issues and/or exposure to uv light. Additionally, information received from the site indicated that patient presented with volume overload. Based on the limited information available, the device may have caused or contributed to the reported volume overload event. Based on review of past adverse events for this patient, it was noted that the patient had a history of hypervolemia events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.